Event description:
A male pt was in surgery for a right shoulder scope. Staff was using a d3000 console with a advantage turbo handpiece. When the staff began to utilize the shaver the d3000 console came up with a "torque limited" error. The handpiece and disposables were swapped out, but the error message continued to be displayed on handpiece activation. The d3000 console was swapped out and the procedure continued without further incident. Original equipment was sequestered and sent to biomed for evaluation.